Event description:
It was reported by the patient that ever since her mammogram, she is having pain around her heart device when she bends and turns. Device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.